Event description:
Reportable based on device analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the product mandrel could not be removed. The target lesion was in the tibial artery. A 4.00x20mm promus element had been selected to treat the target lesion. The device was unpacked and the physician attempted to remove the product mandrel; however, the mandrel could not be removed and remained stuck inside the device. The procedure was completed with another device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a shaft break.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified a break at the midshaft at the port site. A visual and microscopic examination also identified that the tip was stretched. This type of damage is consistent with the device meeting resistance upon advancement and/or withdrawal. Kinks were also identified along the entire length hypotube along with a kink in the lumen 15.5cm from the tip. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent and balloon were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The device was also returned with the pigtail mandrel inserted. The mandrel was freely able to be removed from the device. The manufacturing batch record review confirmed that the device met all material assembly and performance specifications. The most probable root cause is handling damage as the issue occurred prior to patient contact. (B)(4).